Manufacturer narrative:
(B)(4) the run data file was reviewed. Based on the available information, there was no conclusive cause of the elevated wbc content reported for this collection. No unusual process variable was identified and trima accel operated as intended. It is possible that a sampling, calculation, or other process error may have contributed to the higher-than-expected wbc content in the platelet product. It is also possible that this leukoreduction failure could be donor-related. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measures in the platelet product. No medical intervention was necessary. The disposable is unavailable for evaluation. This report is being filed due to a product malfunction that has the potential for injury.